Event description:
Reference number: (B)(4). Event occurred in canada. On (B)(6) 2024, reported that patient faced infusion set tubing leakage at t: lock. Infusion set had been used for day. The blood glucose level was 21.7 mg/dl. No further information available.